Event description:
A customer reported the patient underwent cataract surgery in the right eye. During the cataract surgery from an ophthalmic operating handpiece and phacoemulsification tip a milky white substance emerged and occluded. While using an ophthalmic handpiece which was hot and it was resulted in the wound burn, vision was blurry and minor discomfort. Burn was sutured. Currently patient was recovered.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the occlusion bell rang and a white cloudy material emanated from the phaco tip in the eye; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).